Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, the device had trouble when inserting the device into the patient anatomy. It should be noted that the electronic perclose prostyle instructions for use states: do not advance or withdraw the perclose prostyle smcr device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smcr device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is not known if the IFU violation contributed to the reported difficulties with the device. The cause of the reported difficulties is undetermined. The subsequent treatment appears to be related to procedure circumstance. In this case, it is possible the guide broke during insertion. Insertion difficulty is generally related to patient anatomical conditions. Once broken the foot will not close leading to the difficult to remove. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - against resistance.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a prostyle device after a transcatheter aortic valve replacement interventional procedure using a 6f sheath. Reportedly, there was resistance inserting the device however, the device was ultimately positioned. Following deployment, resistance was noted while removing the device due to issues retracting the foot. Eventually, the device was pulled out. On removal, it was noted that the foot was broken but still attached by the actuator wire. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.